Event description:
It was reported that a hospital staff member had put a foot board from a bed with scale and bed exit on a bed that was not equipped with these options. Thinking the bed was equipped with the bed exit an elderly pt was put on the bed. When the patient got off the bed there was no bed exit alarm. The pt allegedly fell and injured the hip.